Manufacturer narrative:
Medtronic investigation of suspect power factor controller finds that the reported issue was confirmed to be caused by an electrical failure mode. Visual inspection confirms power resistor is open. As previously reported the power factor controller was replaced to resolve the issue.

Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. The power resistor on the power factor controller (pfc) 1000 board was found to be burned. The board was replaced and the system boot up sequence was checked. A full imaging system check-out was completed following part replacement, including electrical testing with the new board, and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that the imaging system was turned off and connected to the mobile view station (mvs) while storing overnight. The following morning, a burning smell was noticed to be coming from the system. The power light was illuminated, but the led light on the battery charger boards was not. The user chose not to start the system. This was discovered outside of any patient involvement. No additional details were provided.